Event description:
It was reported that stent moved on balloon occurred. Vascular access site was obtained with cross-over approach. The 90% stenosed, 20mm to 30mm in length and 7.0mm in diameter target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A non-bsc guide wire was advanced to the lesion. Predilatation was performed using a 5-40mm wanda balloon catheter. A 7.0x30x135cm express stent delivery system was selected and advanced to the target lesion. Upon an attempt to deploy the stent, it was noted that the stent moved proximally on the balloon. The physician elected to deploy the stent in the unintended area; however, the stent covered half the target lesion. The procedure was completed with this device and the implant of another 7.0x30x135cm express stent within the dislodged stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).